Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported multiple motor stalls and recoveries had occurred and were confirmed. The patient could feel the motor stall recovery because she got a ¿queazy feeling.¿ according to the patient¿s pump logs two motor stalls and recoveries occurred on (B)(6) 2014, seven motor stalls and recoveries occurred on (B)(6) 2014, and three motor stalls and recoveries occurred on (B)(6) 2014. The manufacturer representative (rep) was "going to case" on (B)(6) 2014 and wanted a return mailer kit sent to him. The pump was being used to deliver morphine. It was unknown if the patient experienced any other symptoms related to the event and the cause of the motor stalls, actions taken to resolve the event, and the patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a consumer. Within two weeks of the pump placement, the patient started to have withdrawal symptoms again. The pump was again beeping at numerous times during the day and the night. The patient then scheduled a special visit concerning the pump not functioning again and a device manufacturer representative (rep) was requested to be present. The information was downloaded from the pump, which showed all the stops and starts of the pump. It was decided that the pump needed to be replaced as soon as possible. The healthcare provider (hcp) put the patient on oxycontin and morphine for the pain. The patient was also given medication for upset stomach due to the withdrawal symptoms. It was noted that the patient was either in pain, in withdrawal, or medicated to the point that she was asleep most of the time and unable to function normally.

Event description:
Additional information received from a consumer reported the patient severe withdrawal symptoms due to the pump not functioning properly. The patient had a special appointment in (B)(6) 2014 due to the withdrawal and severe withdrawal. The pump was determined to be defective and was replaced in (B)(6) 2014.

Manufacturer narrative:
Updated the appointment and replacement date from (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient severe withdrawal symptoms due to the pump not functioning properly. The patient had a special appointment on (B)(6) 2014 due to the withdrawal and severe withdrawal. The pump was determined to be defective and was replaced on (B)(6) 2014.

Manufacturer narrative:
Patient codes were updated to the following for this event: (B)(4).

Event description:
Additional information received on (B)(6) 2015 from the consumer via crts (customer response tracking system) regarding the pump that had been implanted (B)(6) 2014. The indication for use was noted as angina, non-malignant pain, and post lumbar laminectomy syndrome. The consumer stated that two weeks after implant she had withdrawal symptoms and the pump "kept cycling and died." The consumer mentioned she was requesting compensation for this and other devices replaced due to pump failures.

Event description:
Additional information received reported that the pump was replaced and the patient was doing better. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.